Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, per report, the cause for the worsening central was low initial placement and possible leaflet overhang. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
Approximately 1 year and 7 months post implantation of a 23mm sapien valve, a valve-in-valve procedure was required to resolve central aortic insufficiency (cai). The sapien 3 valve was positioned in a more aortic position to minimize the potential for leaflet overhang and lower the gradient. Post implant of the 23mm valve trace to mild central ai was noted. As reported, there was severe central (3+) ai noted on the 1 year and 2 month echo after implantation of the 23mm sapien valve. A echo report (tee) 1 year and 3 months post procedure noted cai as 2-3+ and no pvl; an echo taken 1 year and 6 month post procedure noted 3-4+cai and 1+ pvl. Per report, the perceived root cause was low initial placement and possible leaflet overhang.